Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was attempting to use a resolute integrity drug eluting stent to treat a slightly calcified, 80% stenosis and tortuous mid rca lesion. The lesion was pre-dilated. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was not performed. During the procedure it was reported that resistance was felt as device was passing into the touhy and the physician continued advancing the stent but the device failed to pass the lesion. No excessive force was applied while advancing the device to the lesion. The device was removed and upon inspection, the physician noticed a strut was bent. The device did not pass through a previously deployed stent. No patient injury reported. The procedure was completed with another resolute stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.